Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 24x2.25mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable to cross the lesion. While trying to cross the device, it was noted that the proximal portion of the stent struts were flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).